Event description:
A journal article was reviewed which contained information regarding this lead. The article indicated that there was lead perforation. Additional information received from the author indicated that the lead was re-positioned and remains in use. The author also stated that it was more related to the "implanted technique" rather than the lead itself.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: pacing and implantable cardioverter defibrillator lead perforation as assessed by multiplanar reformatted ECG-gated cardiac computed tomography and clinical correlates. Pace pacing and clinical electrophysiology. 2014;37(5):537-545. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly.without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacing and implantable cardioverter defibrillator lead perforation as assessed by multiplanar reformatted ECG-gated cardiac computed tomography and clinical correlates. Pace pacing and clinical electrophysiology. 2014;37(5):537-545. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. The article indicated that there was lead perforation. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.